Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause due to insp block - "press blower" sensor, defective pressure sensor / transducer or corresponding measurement electronics on the sensor board electronics on the inspiration block. Initiated inspiration block replacement.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed blower failure along with other technical failure alarms. The customer confirmed that there was no patient involvement associated with the reported event.